Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)". An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, staple does not hold the tissue and does not leave the staple, makes the second shot and the staple is stuck. The clipper is managed to work again correctly, but from the beginning the clips are stuck.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2024. Additional information was requested and the following was obtained: "the patient had no consequences and the procedure was completed successfully."